Event description:
Spontaneous. Patient reported was mixing and the syringe popped off when inserting the second syringe with 50ml . Cassette lot number 3971696, expiration date 06/17/2025; syringe lot number 0339309, expiration date unknown. No harm to patient. No interruption in therapy. Unknown if product available for return. No further information provided. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by pt/caregiver.